Event description:
A 26mm amplatzer septal occluder was successfully implanted in 2009. The following month, the subject was admitted from an outside hospital due to device embolization. The subject required surgical removal of device and subsequent surgical repair of the atrial septal defect. Also noted in the surgical summary was aortic valve replacement. This was directly related to the device embolization as it lodged within the aortic root. Additional information has been requested, including imaging of the implant procedure, patient's information, physician's information, cath lab/operative note and procedural specifics, but has not yet been received. Should additional information become available, a supplemental report will be filed.

Event description:
Balloon rupture, no patient injury

Manufacturer narrative:
This event was already reported on MDR 2135147-2009-00094.